Manufacturer narrative:
(B)(4).

Event description:
The customer questioned 3 patient samples tested for multiple parameters. The 3 patient samples were originally in the same sample rack and run at the same time. Based on the data provided, the results for 1 patient were erroneous and reported outside of the laboratory when tested for crej2 creatinine jaffe gen.2 (crej2), ise indirect k for gen.2 (k) and ureal urea/bun (ureal). The initial crej2 result was 4.59 mg/dl, the initial k result was 5.84 mmol/l and the initial ureal result was 47.03 mg/dl from the c501 analyzer. These results were reported outside of the laboratory where the physician questioned them. The physician called the laboratory on (B)(6) 2016 and requested the sample be repeated. On (B)(6) 2016 the sample was repeated on a different c501 analyzer and the crej2 result was 0.86 mg/dl, the k result was 4.52 mmol/l and the ureal result was 10.71 mg/dl. The corrected results were provided to the physician. An additional sample was also obtained on (B)(6) 2016 and the crej2 result was 0.82 mg/dl, the k result was 4.41 mmol/l and the ureal result was 13.78 mg/dl. No adverse event occurred. The physician did not trust the initial results and made no treatment decisions based on them. The crej2 reagent lot number was 16062001 with an expiration date of 03/31/2018. The ureal reagent lot number was 16234001 with an expiration date of 03/31/2017. The k electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site. No issues were identified on the c501 instrument. The customer reran a sample and received good results. Calibration and quality controls (qc) were acceptable. Since calibration and qc was acceptable, a general reagent and hardware issue has been ruled out as a root cause. A preanalytic issue is suspected since only 3 samples were questioned when tested for multiple parameters. Other patient samples were run around the same time with no problems. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The investigation suggested that the possible root cause could be the inclusion of cellular debris in the aliquoted sample. These particles have a different chemical composition to plasma or serum which can cause falsely elevated results.